Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and infection. The customer reported that they had an infection from the infusion set. The customer's blood glucose was around 700 mg/dl at the time of incident. The customer's blood glucose was 99 mg/dl at the time of call. The customer stated that they were treated with insulin drip during the hospitalization. The customer stated that they off the insulin pump at the time of hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.